Event description:
It was reported that stent damage occurred. The 95% stenosed, 3.0-3.5mmx34-38mm was located in the moderately tortuous and calcified right coronary artery. A 38x3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion and upon withdrawal, the stent struts were found lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a promus stent delivery system was returned for analysis without a manifold. A visual examination of the stent found evidence of distal strut damage with struts in a lifted state. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a break 120cm distal to the port bond site. The manifold was not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 3.0-3.5 mm x 34-38 mm was located in the moderately tortuous and calcified right coronary artery. A 38 x 3.00 mm promus premier drug-eluting stent was advanced but failed to cross the lesion and upon withdrawal, the stent struts were found lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.